Event description:
A report was received that a pt's precision system was explanted. The implanting physician has not info available regarding the explant.

Manufacturer narrative:
The explanted devices will not be returned to bsn for eval. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.